Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00495; 3005168196-2019-00496.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician placed two non-penumbra coils and one smart coil in the target vessel using a non-penumbra microcatheter. Next, the physician advanced another smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. The physician then made another attempt and successfully detached the smart coil. Afterwards, the physician placed a non-penumbra coil in the target vessel. The physician then advanced a new smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the physician manually detached the smart coil. The procedure was ended at that point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the handle was undamaged. During functional analysis, the handle was tested on a handle test fixture (an-3275/fx-7915) for pull force and throw distance. The handle tested within specification. Conclusions: evaluation of the returned handle revealed a full functional device. The handle was undamaged. During functional testing, the handle was tested on the handle test fixture and performed within specification. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.